Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. The electrode belt did not pass essential performance testing. Upon investigation there was an intermittent connection between the trunk cable and the monitor. The root cause for the damaged wires were excessive force. There were no adverse events associated with the damaged electrode belt.